Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed one of the ends of the spacer has been broken off. The break appears to emanate from the center of the implant. Microscopic inspection revealed very rigid fracture surfaces around the breaks. The implant appears to be damaged from bend stress overload during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar spinal canal decompression posterior fixation fusion at l4-5, s1 due to spinal stenosis. Intra-op, spacer was deformed at the connection site and fractured during implantation. No any fragments of the implant remaining in the patient body. No patient complications were reported due to this event.